Event description:
It was reported that a 36-year old caucasian female patient underwent primary breast augmentation with a (left) 325cc mentor memorygel breast implant and a (right) 400cc mentor memorygel breast implant. Post-operatively, the patient underwent bilateral breast implant exchange on (B)(6) 2022. During the surgery, it was discovered that both the right and left implant had gel bleed. Subsequently, the implants were replaced with the following devices: (left) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 9708699 sn: (B)(4) and (right) 650cc mentor memorygel breast implant catalog: 3505650bc lot: 9773701 sn: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: gel bleed mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 7, 2022, the mentor failure analysis lab received the device for evaluation. On december 12, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 400cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. The event described could not be confirmed as the breast implant was returned without a detectable gel bleed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.